Event description:
It has been reported to philips that a 'fluoroscopy not available' error appeared on the allura device. The system was in clinical use during the event. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Remote service engineer (rse) inspected the system remotely and confirmed that fluoro not available. Rse connected with the customer and determined that fd controller communication error with fd detector. Rse advised to replace the detector px4700. Fse inspected the system onsite and replaced detector px4700. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.